Event description:
A facility representative reported that following an vticm5 13.2mm implantable collamer lens (icl) implantation procedure, the patient experienced uveitis/iritis, elevated iop, pigment dispersion, blurred vision, iris atrophy, unreactive pupil, and massive subacute pigment dispersion glaucoma. No diagnostic cultures were performed. Bilateral sequential surgery was performed. Ocular htn treated with oral and topical medications. Moxifloxacin and prednisolone were used. Patient was perfectly compliant. Bcva/ucva were both noted at 20/20. Cause of event was reported as unknown.

Manufacturer narrative:
A review of the device labeling was completed. Iritis/uveitis/endophthalmitis are identified in the labeling as known adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Under how to use: (8) completely remove the viscoelastic substance from the eye and miosis the pupil. H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim# (B)(4).